Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a diagnostic issue that inhibited exercise and activity trend data noted on the device. Technical support recommended reprogramming the device; however, no intervention was performed to resolve the event. The patient remained in stable condition throughout the event.